Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an issue with starting a new sensor; the sensor warm-up did not begin, and the ¿change sensor¿ alert remained on the screen. The customer reported a pump error 49 (history pointers failed. The history pointers are corrupted) the event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for the ¿device not found¿ alert. The customer reported being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting. The customer reported the pump was able to pair with other devices, e.g., a meter or mobile device. The transmitter did not blink when connected to the sensor, and the sensor warm-up was not started. The customer reported the sensor warm-up was not started. Troubleshooting was partially performed for the pump error. No harm requiring medical intervention was reported. Mmt-7841zn was expected to return. Mmt-7040a, mmt-1884 were not expected to return.